Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: besides the delay in the procedure, did the patient experience any adverse consequences due to this issue? The batch/lot number, n93n76 for the har36 was incorrect. Do you have the correct batch/lot number? Is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during a total hysterectomy, with bilateral adnexectomy with coelioscopy, the pad was lost on the surgical site. Got the pad back, delay in the procedure reported, no information abut how long the delay was. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Batch # n93n7g. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition the black coating of the blade damaged. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.